Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided. Date implanted ¿ ni, initial reporter ¿ ni. Device remains implanted.

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon third-party review of radiographs received, the patient's hip was noted to be dislocated. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to dislocation. Review of radiographs revealed a periprosthetic fracture at the level of the lesser trochanter of the femur. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.